Event description:
It was reported that patient presented with pain at pocket site with minor swelling. The patient had an adverse event of infection due to previous right ventricle (RV) lead revision and replacement procedure on (b)(6) 2026. No allegation that the infection was device related. Blood cultures were obtained and yielded negative results. On (b)(6) 2026, the new implanted RV lead was explanted. The patient was stable throughout.